Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A physician reported that the patient had experienced patient had experienced post-operative residual cylinder refractive surprise with unknown pre-operative refractive values and unknown post operative outcome and the system measurements were affected by multiple uncontrolled variables intraoperatively in the right eye after cataract surgery.

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the system master record. Based on the assessment, the product met release criteria. No service record relevant to the complaint reported event was found. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).